Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8032752; medical device expiration date: 2019-06-30; device manufacture date: 2018-02-01; medical device lot #: 8011525; medical device expiration date: 2019-05-31; device manufacture date: 2018-01-11; medical device lot #: 8061727; medical device expiration date: 2019-07-31; device manufacture date: 2018-03-02; medical device lot #: 7100990; medical device expiration date: 2018-08-31; device manufacture date: 2017-04-10; medical device lot #: 7305680; medical device expiration date: 2019-03-31; device manufacture date: 2017-11-01; medical device lot #: 7180568; medical device expiration date: 2018-11-30; device manufacture date: 2017-06-29. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® fluoride hemogard¿ tube exhibited clotting. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer® fluoride hemogard¿ tube exhibited clotting. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clotting with the incident lot was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to clotting were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the potential incident lots provided and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for clotting with the incident lot was observed. Evaluation & testing of the customer and retain samples was conducted and clotting was not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.